Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The tip of the y-adapter was broken at the point of insertion into the adapter body. The edge of the break was jagged. There was visible stress whitening of the plastic on one side of the device. The bond of tip connected to the body of the device was intact. There appeared to be a portion of the proximal end of an endotracheal tube attached to the adapter tip. The manufacture and type of endotracheal tube was not identified on the sample. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided and a root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that while using the closed suction catheter the et tube had to be cut in order to get the device out. It was set up on (B)(6) 2015 and the incident occurred on (B)(6) 2015. The catheter was set-up for intubation on (B)(6) 2015 and was changed. Additional information was received on 09/02/2015 - that states the catheter could not be removed from the tube. The catheter/endotracheal tube was not altered. No adverse effects to patient and no information provided regarding need to extubate or re-intubate.